Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation was breached extrinsically due to a cut. It was noted that there was blood observed in the outer insulation. Performance data collected from the device and was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Evidence of non-physiologic oversensing was observed on the electrogram saved in event, but no anomalies are seen in the save to disk file. (B)(4)

Event description:
It was reported that during implant of the right atrial (ra) lead the lead tested fully operational with the analyzer, when the lead was attached to the implantable cardioverter defibrillator (ICD) oversensing and noise were observed. The physician removed the lead and retested it on the analyzer and there were no issues with lead measurements. The lead was once again attached to the ICD and oversensing and noise were observed again. It was suspected that there could possibly be a header/setscrew issue. The physician then removed the ICD and tested the lead through the analyzer again where noise was now observed. The lead was connected to a new device and noise was observed again. The physician removed the lead and noticed a small cut on the suture sleeve, a new ra lead was implanted and no noise or oversensing was observed. The lead and the device were not used and a new ICD and ra lead were successfully implanted. No patient complications have been reported as a result of this event.